Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report the discordant intact pth (ipth) results. Quality controls run prior to this patient sample resulted within range. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse completed a total service call. The cse found an issue with the rinse blocks. The cse replaced rinse blocks. The cse ran quality controls and precision resulting in range. This event also identifies an off-label use as the advia centaur cp ipth assay is not cleared for intra-operative use. The instruction for use (IFU) states in the intended use section the following: "for in vitro diagnostic use in the quantitative determination of intact parathyroid hormone (pth) in human serum and plasma using the advia centaur cp system. This assay is intended to be used to aid in the differential diagnosis of hyperparathyroidism, hypoparathyroidism, or disorders of calcium metabolism." The cause of the discordant ipth result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required. MDR 2432235-2017-00449 was filed for the same event.

Event description:
A discordant, falsely low intact pth (ipth) result was obtained on one intraoperative patient sample on a advia centaur cp instrument. The discordant result was reported to the physician(s), who questioned it. The customer repeated the original sample on the same instrument, and it recovered higher. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low intact pth (ipth) result.